Event description:
Both distal screws and distal portion of the tibial rod in the patients left leg were broken and needed to be revised.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.